Event description:
Upon extraction of pacemaker lead md noticed pacing wire protruding from insulation. Reason for investigation is that md is concerned that the lead insulation was defective.what was the original intended procedure?removal of device.